Event description:
A customer reported experiencing a cartridge alarm 20 during the pump's load process. There was no adverse impact to the customer¿s blood glucose level. Despite assistance from technical support with loading a new cartridge, the issue persisted, and the alarm recurred. Consequently, technical support decided to replace the pump, which was under warranty. The customer will use a backup insulin pump and mdi in the interim. Instructions were provided for returning the faulty pump and programming the replacement. The replacement pump was sent without the need for a delivery signature.